Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the titanium blade tip break off of the device? Yes. Did the tissue pad melt? Not sure, please refer to returned device or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). Not sure, please refer to returned device. If yes, did broken piece fall into the patient? Was the piece retrieved? Nope did not fall into patient. Did this cause a change in the plan of care for the patient? Opened another harmonic focus. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No, have not started using the device much.

Event description:
It was reported that during a thyroidectomy procedure, the tip of harmonic focus broke before much usage of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92g8y. The device was returned with the blade scratched and cracked and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.